Event description:
A patient, diagnosed with a spinal compression fracture and disc herniation, was implanted with prodisc. Several days later, the initial prodisc was removed, and a second implanted. The second surgery resulted in a shattered vertebral column above the implantation site and complications. Patient underwent corrective spinal reconstruction/fusion surgery.

Manufacturer narrative:
Synthes is unable to determine the manufacture site or the manufacture date without a lot number. No investigation could be performed, no conclusion could be drawn as no device was returned, and no log number was provided.